Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the name of initial surgical procedure in 2011? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Were any concomitant procedures performed? Were there any intra-operative complications? Onset date/time of the vaginal pain/ dyspareunia from initial surgery? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Other relevant patient history/concomitant medications product code and lot number? Will product be returned, return date and tracking information? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2011 and the mesh was implanted. The patient presented with vaginal pain, dyspareunia and mesh exposure. Total removal of vaginal portion of mesh was performed and remaining mesh in situ. Additional information has been requested.